Event description:
Patient reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, deflation against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination diaphragm valve. Leak test was performed, and no leak was found . A microscopic analysis was performed which identify delamination diaphragm valve, no opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination partial of the diaphragm valve assessed as adhesive failure. No openings were found in the device.

Event description:
Patient reported "deflation" against left device. The device has been explanted.